Manufacturer narrative:
Batch review performed on 20 october 2025. Gmk-spherika 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r (k202022) lot2503792: 100 items manufactured and released on21-mar-2025. Expiration date:05-mar-2030. No anomalies found related to the problem. To date, 88 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 30 october 2025. Gmk-spherika 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot2501296: 100 items manufactured and released on04-mar-2025. Expiration date:17-feb-2030. No anomalies found related to the problem. To date, 87 items of the same lot have been sold with one similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
On (B)(6) 2025, the patient underwent primary knee surgery. On (B)(6) 2025, the patient came in due to an infection and the pathogen was unknown. The surgeon performed a wash out and poly swap. The surgery was completed successfully. The surgeon utilized the double-dair technique, a two-stage revision procedure for treating acute periprosthetic joint infection performed within a few days. As part of this approach, the tibial insert was revised during the second stage on (B)(6) 2025, as a preventive measure. Final insert has been implanted.